Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and pocket stimulation due to unipolar pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).